Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected a26 alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer got insulin pump error when changing batteries. Customer stated the insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.